Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. UDI not available. Email address unknown / not provided.

Event description:
It was reported that the prosthetic screw used on implant at tooth location 30 was loose and replaced in 4 opportunities. On (B)(6) 2018 doctor was advised that the torque wrench used was uncalibrated and used an electronic wrench instead, however the screw was loose again. This event is intented to capture the loosening event occurred after using the new electronic wrench. Doctor decided to remove all the prosthetic elements and place new ones.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certain gold-tite hexed screw (iunihg), abutment and crown were returned for investigation. There were no allegations against the abutment or crown. Per complaint description, the screw had been placed following multiple loosening events and replacements of previous screws - the customer decided to remove all prosthetic elements. Therefore, the investigation only addressed the screw. Visual evaluation of the as returned products identified that abutment and crown were engaged and the screw hex was damaged/rounded. Additionally, some of the fingers on the abutment looked damaged - possibly during removal process. Device history record (DHR) review could not be performed as the lot number associated with the reported device was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review by item number (iunihg) was performed for similar events and no complaint about nonconforming products was identified. Therefore, based on the available information, device malfunction did occur. However, the reported event could not be verified as the exact details of event were nonverifiable.

Event description:
No further event information is available at the time of this report.